Manufacturer narrative:
There are flexible metal cover strips at the flexible joints of the spring arm. The metal strips are located between the two half-covers of the spring arm. The field investigation showed that only one metal strip was missing at the lower part of the spring arm. The falling part has potential of reaching the operating field, however, in this case it had not. The covers are affixed by a screw. If this screw is not tightened enough, a space between the two half covers may develop over time. The flexible metal strip may then fall from its secured position. Periodic verification of tightness of covers is recommended. Distributor submits this report on behlaf of the device mfg facility. Maquet s.a. Provides product failure investigation, analysis and resolution for the device described in this report.